Event description:
It was reported that during a lap colon procedure, the device fired an incomplete staple line. Sutured by hand to complete the case. No pt consequence.

Manufacturer narrative:
Tracking # 454733-0 date sent: 6/12/2006 a1 2, 3, 4; b3, 6, 7; d11: information was not provided d4; h4, 6: information anticipated, but unavailable at this time.